Manufacturer narrative:
This report is being supplemented to provide corrected information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device. Updates: d9, h2, h6, h11 corrected fields: a2, a4, a5, a6, b3, b5, b6, b7, e1, e3, h6, h8, h11.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited chips and peeling cement on the objective and light guide lenses. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted.3. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope's distal end adhesive was cracked. This event had no patient involvement.